Event description:
New information states that the patient presented in clinic on (B)(6) 2019. Programming changes were made. The patient was in a stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. The patient did not receive therapy during the over-sensing. No device intervention was performed but programming changes were discussed. Patient was asymptomatic.